Event description:
The customer reported seeing a waveform that appeared to be ventricular fibrillation (vfib) but the monitor, model 91393, did not alarm and clinical access (a separate device with retrospective review software) does not show the event as vfib. The patient had an internal pacer with defibrillation support. There were a few other arrhythmias captured in clinical access from this patient but not this particular event.

Manufacturer narrative:
No one was injured as a result of this event. Spacelabs has begun an evaluation of this claim of a failure to alarm. Spacelabs will file a follow up report when we have concluded our evaluation.

Manufacturer narrative:
No one was injured as a result of this event. A spacelabs field service engineer (fse) went to the customer site to evaluate the patient monitor involved. The field service engineer was able to obtain the information about the monitor default settings and the patient data from spacelabs' (B)(6) (described by the customer as "clinical access"). The monitor mcm default settings for the following ECG alarm conditions were set to high - asystole, vfib, high rate, low rate and vrun. We have determined there were mulitple high ECG alarms happening at the monitor at the time of this event. In accordance with the g2 operators manual, when there are multiple continuous ECG alarms, or multiple consecutive ECG alarms (occurring within 3 seconds), and as observed in this case, the g2 alarm history shows ECG (stacked) on the patient record and specifically identifies only the first of the ECG alarms. Spacelabs has concluded the monitor is operating according to specifications. There have been no further reports of failure to alarm for this device. Spacelabs considers this issue closed. Device still in use by hospital.

Event description:
The customer reported seeing a waveform that appeared to be ventricular fibrillation (vfib) but the monitor, model 91393, did not alarm and clinical access (a separate device with retrospective review software) does not show the event as vfib.